Event description:
It was reported that there was a power on reset (por) condition. The grocery store entrance had made the patient¿s stimulator turn off. The right implantable neurostimulator (ins) was interrogated and it was noticed that it had defaulted back to shipping settings. Patient was experiencing full on return of parkinson¿s disease symptoms, tremor and rigidity. No error code had displayed with the por. The device was turned back on and back to last recorded settings. The issue was resolved and the patient was doing well with symptoms controlled and receiving therapy.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387s-40, lot # v765533, implanted: (B)(6) 2011, product type lead; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v765533, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).